Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and controller ((B)(6)) were not returned for evaluation. Review of the log files and motor start report revealed motor start events recorded on (B)(6) 2022 at 13:01:19, (B)(6)2022 at 20:02:43, (B)(6)2022 at 12:44:44, (B)(6)2023 at 16:07:37, and (B)(6)2024 at 20:01:36 in which the motor start parameters were atypical. Review of the controller log files revealed a controller power up event, with associated motor start event, logged on (B)(6)2024 at 20:01:27, indicating a loss of power to controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and an adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 18 seconds. As a result, the reported event and the finding were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the reported loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Continuation of d10: product ID 1420-controller serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dtpb2d1 ICD; implanted: (B)(6) 2021. Additional products: d1: heartware ventricular assist system-controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2022 / serial#: (B)(6); UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 07-may-2021 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in a routine clinic visit and log files were sent for routine evaluation.  Upon review of log file data it revealed a motor start event with parameters outside the typical range.  Also, a loss of power was noted on the controller. The information was shared with the patient who stated they had accidentally double disconnected at the same date and time.  The patient was re-educated.  The ventricular assist device (vad) remains in use.  No further patient complications have been reported as a result of this event.

Event description:
It was further reported that log file review revealed multiple motor starts with parameters outside of the typical range. The patient stated they double disconnected at the time of the most recent motor start.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the pump (B)(6) and controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the log files and motor start report revealed motor start events recorded on (B)(6) 2022 at 13:01:19, (B)(6) 2022 at 20:02:43, (B)(6) 2022 at 12:44:44, (B)(6) 2023 at 16:07:37, and (B)(6) 2024 at 20:01:36 in which the motor start parameters were atypical. Review of the controller log files revealed a controller power up event, with associated motor start event, logged on (B)(6) 2024 at 20:01:27, indicating a loss of power to controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 27% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and an adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 18 seconds. As a result, the reported event and the finding were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the reported loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.